Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Additional information was requested and the following was obtained: can you please clarify what is meant by ¿locked out on tissue¿? - the device was locked on tissue. Was the device locked on tissue with the jaws closed? Yes. How were the jaws of the device opened? Another ats45 was placed beside the other device and fired releasing the first device. Was any of the tissue stapled and cut? Yes. Did the device lock-out (no staples deployed and no cut line started)? No . Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes.

Event description:
It was reported that during a lap nephrectomy, the device locked out on tissue. Able to open the gun and use another like device and completed the case. There were no patient consequences reported.